Manufacturer narrative:
Investigation - evaluation: a review of the functional test, drawing, manufacturer's instructions, specifications, quality control, and a visual inspection of the returned device were conducted during the investigation. A visual examination noted the support sheath is severed 5 mm from the male luer lock adapter(mlla). A functional test noted the handle does not actuate the basket formation. A kink was noted in the basket sheath 8 cm from the distal tip. The collet knob is tight and secure. The mlla is tight. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported when the ngage nitinol stone extractor was opened the basket was found to be broken. This occurred prior to use in the retrograde intrarenal stone surgery (rirs). This broken device was not used. A new basket was opened and used to complete the procedure on the (B)(6) male patient. There were no adverse consequences to the patient because of this occurrence.